Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -11.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. Excessive vault and significant reduction of irido-corneal angles was observed. The lens was removed and a replacement lens (shorter length) was implanted. It was reported that the replacement lens resolved the problem.

Manufacturer narrative:
Patient code: corrected from 2692 to 3191, siginificant reduction of irido-corneal angles only, previous code not applicable in the supplemental MDR#1. Claim#: (B)(4).

Manufacturer narrative:
Patient code: "3191" not included in the initial MDR. The reporter indicated that a 13.2mm vicm5_13.2 -11.0 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved after the replacement lens. Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim#: (B)(4).